Event description:
It was reported "mfg pro had a date of 12/31/21 when it should have been 12/31/20. Additional information received 02/26/2021: the issue in question is that the system¿s expiration date did not match the expiration date in the package, which caused expired product to be shipped to two customers. There is no issue with the product itself, other than it has expired." "The date when we were made aware that expired product had been shipped was on february 22, 2021. The product was shipped to customers on february 19, 2021. 10 cases were sent to one facility and 2 cases were shipped to another facility. The business unit was made aware of this issue on february 22 and the remaining product was quarantined in the expired product location." A total of 36 PICC kits within 12 cases were sent to customers. This report addresses the second kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that expired product was shipped to the customer was confirmed and the cause appeared to be associated with the expiration date in the distribution erp system. Three unopened powerpicc solo kits were returned for investigation. The product code and lot number on each label was 1295108d and redw1112, respectively. The expiration date on each label was 2020-12-31. Mfg-pro lists two sales order transactions on february 19, 2021, which was after the expiration date on the kit label. A review of the manufacturing records confirmed that the expiration date on the label was correct. Bd is working to prevent recurrence of the reported event.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw1112 showed 35 other similar product complaint(s) from this lot number. The complaints for this lot number (redw1112) have been reported from two facilities.

Event description:
It was reported "mfg pro had a date of 12/31/21 when it should have been 12/31/20." Additional information received 02/26/2021: ". The issue in question is that the system¿s expiration date did not match the expiration date in the package, which caused expired product to be shipped to two customers. There is no issue with the product itself, other than it has expired." "The date when we were made aware that expired product had been shipped was on february 22, 2021. The product was shipped to customers on (B)(6) 2021. 10 cases were sent to one facility and 2 cases were shipped to another facility. The business unit was made aware of this issue on february 22 and the remaining product was quarantined in the expired product location." A total of 36 PICC kits within 12 cases were sent to customers. This report addresses the second kit.